Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found abraded through between 54cm and 56cm distal to df4 connector pin. In this region the conductor cable leading to the rv shock coil was found fractured and exposed. These damages are assumed to be the root cause of the clinical observations. Based on the characteristics of the above mentioned damages, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted due to out of range shock impedance since (B)(6) 2021. Once the lead was out the body the physician took close look at the lead and found clear exposure of the rv coil wires proximal to the rv coil. It is noted that the patient had this lead implanted 4 days post implant of a tricuspid valve (30 mm tri-ad adams ring) identical spot to where the lead was broken down. The lead appeared to be sawing across the repaired valve ring in the same location as the wear on the lead. This may have contributed to the increased shock impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.